Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the doctor told the rep that it has been going on for a bit but he never expected that it was a problem since the patient didn't call and complain to him. In fact, the rep offered to meet with the patient for education but the patient said he was fine and would address it when he got hack from vacation. The rep is schedule to be at his next appointment and he also asked the patient to contact him when he returns from vacation to see if the problem clears up. The cause is still not known and it is not yet resolved.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient is recharging too often. It takes the patient different lengths of time to charge their ins. Sometimes it will take the patient 15-20 minutes or 1 hr to make the same progress in recharging. Patient holds the antenna in place to charge both of his ins's and does not sue the holster or sticky patches. Caller does not know what type of coupling patient gets when he's trying to charge the ins in question. Patient uses the same ins recharger to charge both devices. Patient says that recharging issue is not a big problem and patient didn't want to be seen for it. Patient does have a next appointment in (B)(6) 2018 and caller is going to try to be present for this appointment. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the recharging too often was not determined. The healthcare provider further says that the right stimulator has poor coupling 0/8 bars, while the left stimulator got good coupling 8/8/ bars. The issue is not yet resolved.